Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Analysis of the log file captured approximately three hours of data. Low power hazard/no external power alarm events were captured. At 3:03:55 and 3:04:08, the no external power alarm event was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power for each event and was unaffected. The power was restored, and the alarm cleared for each event. At 3:14:09 and 3:16:35, the no external power alarm activated because of both power cables were disconnected from the mobile power unit. The system reverted to the internal 11v backup battery briefly and was unaffected. The power cables were connected to power, and the alarm cleared for each event. At 3:55:02, a no external power alarm activated when both power cables were disconnected from the mobile power unit. At 3:55:44, the driveline was physically disconnected, and the pump speed value was captured at zero rpm shortly after. The device was put into sleep mode at 5:58:47. Additional information communicated that the mobile power unit operated as intended. It was reported the mobile power unit was discarded and will not be returned. A root cause that led to the no external power alarm events captured in the log file could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Review of the device history record indicated the mobile power unit was shipped with an ac power cord with the v-lock feature. T. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The patient went into cardiac arrest on (B)(6) 2024. The event log file captured intermittent low flow events on (B)(6) 2024 between 3:03:55 and 3:55:44. The log file also captured no external power and low power events which appeared to be related to power to the mobile power unit (mpu) being interrupted. During these events, the backup battery operated the system as intended. There was no interruption in pump support during these events. The pump operated between the set speed and & low speed limit (lsl) throughout the log files until the driveline was disconnected on (B)(6) 2024 at 3:55:44. It was additionally communicated on 29mar2024 that the patient was found unresponsive in bed. The death was not considered to be device related, and the device operated as expected. The site was awaiting the pump from pathology. It was unknown if the mpu had a v-lock connector on the ac power cord, whether the power cord came loose from the wall or the outlet, or if there were any environmental circumstances that may have affected ac power at the time of the event. The mpu was discarded.